Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the reservoir had a no delivery alarm. The customer¿s blood glucose was 437 mg/dl at the time of incident. Customer's blood glucose reading was 120 mg/dl and treated with insulin pump. Customer's blood glucose was at 300 mg/dl by midnight and treated with manual injection. Customer reported that the insulin exited after a fixed prime has been delivered. Customer reported that the infusion set cannula was bent when removed from the body. The reservoir is not expected to return for analysis.